Event description:
Initial iron value of 122 ug/dl and c3 value 497 mg/dl was questioned by the doctor. Patient sample was rerun which produced the following results, iron 35 ug/dl and c3.3.0 mg/dl. Patient sample was repeated a third time with the following results, iron 120 ug/dl and c3 343 mg/dl. Field service representative decontaminated the system and performed the instrument check list. Field service representative could not duplicate the imprecision problem reported by the account. Performance test and quality control material recovered within stated ranges. No patient treatment was provided using the incorrect results.